Manufacturer narrative:
Siemens has requested further information. Investigation will begin once clarifying information has been provided. The cause of this event is unknown.

Event description:
Customer reported that their rl348ex gave a discrepantly low po2 result. Customer stated repeat testing gave results that were within range, but did not provide the results. When measuring this patient the customer received an error message "sample volume too low". There is no report of injury due to this event.

Manufacturer narrative:
Siemens has shown due diligence in attempting to contact the customer to obtain more information. The customer was unable/ unwilling to provide additional information needed to conduct an investigation. The cause of this event is unknown.